Manufacturer narrative:
There are no allegations of system or device failure. Review of applicable records did not identify any indication that the nalu system caused of contributed to the development of infection. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the physician communicated to nalu there the patient may have developed an infection, but status was unclear at that time. On (B)(6) 2023 a full system explant was performed by a general surgeon who confirmed infection at all three incision sites. The explanting surgeon is not the same physician who implanted the system and was following the patient.